Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a spacer fracture near the connection point with the inserter while it was being malleted into the disc space during surgery. The spacer was removed and replaced with an alternative spacer to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
The returned implant was examined. The device fractured on one side at the end where the inserter attaches. The cause of this event can likely be attributed to off-axis impaction forces during the procedure. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a spacer fracture near the connection point with the inserter while it was being malleted into the disc space during surgery. The spacer was removed and replaced with an alternative spacer to complete the procedure. There were no reported patient impacts.